Manufacturer narrative:
An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached that over 400 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given insulin. The patient was still admitted. The pod was worn longer than 48 hours on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.